Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the (B)(4) 2010 product performance report.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. Another boston scientific ICD was successfully implanted. Upon receipt, initial analysis determined that the device did not meet expected longevity predictions as described in labeling. No adverse patient effects have been reported.

Manufacturer narrative:
Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.